Event description:
The surgeon was drilling the last screw hole when the drill bit broke. The broken piece was retrieved. The device was disposed of at the hospital. There was less than 10 minutes added to the surgery time.

Manufacturer narrative:
This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.